Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing the valve, syringe (7-77030-10) on the alinity I processing module, serial number (B)(6). No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data associated with the valve; syringe did not identify any trends. Additionally, a review of tracking and trending for the alinity I processing module did not identify any similar issues for discrepant results as described in this complaint. A review of manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity I service documentation provides instruction for the removal, replacement, and verification of the valve, syringe (7-77030-10). Based on the investigation, no systemic issue or product deficiency was identified for the alinity I processing module, serial number (B)(6) or the valve, syringe.

Event description:
The customer reported a false nonreactive alinity I anti-hbc ii result on a 53-yr old male patient that was not reported out of the laboratory. The following results were provided: (B)(6) 2025 sid (B)(6) anti-hbc = 0.01 / 5.43 / 6.72 / 0.02 s/co; vidas platform is positive other results provided: alinity hbsag = 1.12 / 1.25 / 1.12 s/co; vidas platform is positive vidas anti-hbe is positive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false nonreactive alinity I anti-hbc ii result on a 53-yr old male patient that was not reported out of the laboratory. The following results were provided: (B)(6) 2025 sid (B)(6) anti-hbc = 0.01 / 5.43 / 6.72 / 0.02 s/co; vidas platform is positive other results provided: alinity hbsag = 1.12 / 1.25 / 1.12 s/co; vidas platform is positive vidas anti-hbe is positive. No impact to patient management was reported.